Event description:
It was reported that the customer experienced a low blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "low," however, specific blood glucose (bg) value was not provided. At the time of the report, the customer had not addressed bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.